Event description:
End-user states the frame appears to be bent as part of the front right side is almost three inches off the ground. End-user adds the end-user cannot adjust the height of the walker as the legs are stuck and will not move at all. End-user states she opened up the walker and allegedly fell to the floor, causing her to be badly bruised on her right arm.

Manufacturer narrative:
Further information was obtained following the initial complaint report as follows:the end-user's friend said that she looked at the walker for the end user after she called in and the adjustment button was just not in a hole after she pushed it in to adjust it. So she set it to the right height and made sure it was in the hole and it is working fine. She said the walker is not bent and she has had no issues with it since. She also stated the end user is feeling better and bruise was healing fine.